Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, refer to d9.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, the event occurred due to excessive mechanical force due to an impact or accidental dropping. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the evaluation, the customer's original reported issue of the scope being skewed was confirmed. Presumed to be due to wrong handling with too much load on outer tube. The direction pin was also confirmed to be broken. Dents on the tube, and a shadowy image was also found. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, rigid scope is skewed, damaged retaining pin (with beam guide adapter and protective sheath). The malfunction was found during inspection before use and the unidentified procedure was completed with a similar device. The patient was not under sedation; therefore, there was no reported delay. There were no reports of patient or user harm. The olympus repair center identified broken/loose components on the main body. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.